Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced toxic anterior segment syndrome (tass) in her left eye (os) after uneventful cataract surgery. The patient experienced inflammation 12 hours after surgery and reported "loss of vision" and pain. Wound integrity was intact. The patient experienced corneal edema, corneal infiltrates, iop increase, vitritis and hypopyon as complications related to the event. At the time of this report symptoms were not resolved and treatment for infection with cefuroxime and gentamycin was continued. This is one of two reports being filed for this report. This report is for the patient operated on (B)(6) 2016. The alcon reference numbers are 2016-53986 and 2016-53988. Additional information was requested and received. Relevant tests and lab data: preoperative measurements ((B)(6) 2015): ucva: 6/4.5; iop: 18 mmhg. Postoperative measurements ((B)(6)2016): ucva: hand movement; iop: 26 mmhg. Other relevant history: normal angle glaucoma; iridotomy; malignant melanoma. Concomitant medication: yellox; perioperative medication: intracameral lidocaine.